Manufacturer narrative:
Blocks b5, e1 (initial reporter's title, first name and last name), e3 (occupation), and h6 (device code) have been updated with additional information received on february 16, 2021. Block d6a: there was no specific implant date; however, it was reported that the stent had been implanted for less than 12 months prior to stent removal. Block h6: medical device problem code a150207 captures the reportable event of stent difficult to remove. Medical device problem code a0406 captures the reportable event of stent material deformation. Medical device problem code a0401 captures the reportable event of stent break. Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. Block h10: the device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary fully covered rmv stent was implanted in the bile duct during a procedure performed on an unknown date. Reportedly, the stent had been implanted for less than 12 months prior to stent removal. On (B)(6) 2021, during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure per protocol, the stent was difficult to remove using foreign body forceps. The stent was reported to be deformed and deteriorated. Eventually, the stent was successfully removed from the patient using rat tooth forceps. There were no patient complications reported as a result of this event. ***additional information received on february 16, 2021*** it was reported that the stent was implanted to treat a benign stricture. The patient's anatomy was not tortuous and was not dilated prior to stent placement. Reportedly, under endoscopic visualization, it was noticed that the stent unraveled and did not stay in one piece.

Manufacturer narrative:
Block d6a: there was no specific implant date; however, it was reported that the stent had been implanted for less than 12 months prior to stent removal. Block h6: medical device problem code a150207 captures the reportable event of stent difficult to remove. Medical device problem code a0406 captures the reportable event of stent material deformation. Medical device problem code a0401 captures the reportable event of stent break. Block h10: a wallflex biliary stent was returned for analysis; the delivery system was not returned. Visual examination of the returned device found the wires of the stent were returned unraveled, the stent was returned kinked and the stent cover was returned damage. No other issues were noted to the stent. The reported event of stent difficult to remove cannot be confirmed because this failure occurred during the procedure and it is not possible to replicate in the laboratory of analysis. The reported event of stent material deformation and stent break were confirmed; the stent were returned unraveled and kinked. The investigation concluded that the reported events and the observed failures were most likely due to factors encountered during the procedure. It is possible that the amount of time the device was implanted could have contributed to the deformed stent, and the damage and deterioration to the stent cover. Most likely during the removal procedure the wires of the stent broke. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and from the information available, this device was used per the instructions for use (IFU)/ product label. Additionally, stent fracture is noted within the IFU as a potential complication associated with the device; therefore, the reported event is known and documented in the labeling.

Event description:
It was reported to boston scientific corporation on (B)(6) , 2021 that a wallflex biliary fully covered rmv stent was implanted in the bile duct during a procedure performed on an unknown date. Reportedly, the stent had been implanted for less than 12 months prior to stent removal. On (B)(6) , 2021, during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure per protocol, the stent was difficult to remove using foreign body forceps. The stent was reported to be deformed and deteriorated. Eventually, the stent was successfully removed from the patient using rat tooth forceps. There were no patient complications reported as a result of this event. ***additional information received on (B)(6) 2021*** it was reported that the stent was implanted to treat a benign stricture. The patient's anatomy was not tortuous and was not dilated prior to stent placement. Reportedly, under endoscopic visualization, it was noticed that the stent unraveled and did not stay in one piece.

Manufacturer narrative:
There was no specific implant date; however, it was reported that the stent had been implanted for less than 12 months prior to stent removal. (B)(4). Conclusion code d17 is being used in lieu of an adequate conclusion code for device not returned. The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2021 that a wallflex biliary fully covered rmv stent was implanted in the bile duct during a procedure performed on an unknown date. Reportedly, the stent had been implanted for less than 12 months prior to stent removal. On (B)(6) 2021, during an endoscopic retrograde cholangiopancreatography (ercp) with stent removal procedure per protocol, the stent was difficult to remove using foreign body forceps. The stent was reported to be deformed and deteriorated. Eventually, the stent was successfully removed from the patient using rat tooth forceps. There were no patient complications reported as a result of this event.